Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was admitted to the hospital for a possible stoma site infection, and possible leaking of fecal matter from the pegj tubing. An abdominal CT was performed with unknown results. It was reported that the patient was not treated with antibiotics following the hospitalization. On an unknown date, the patient was re-admitted to the hospital for stoma site discharge, hypotension and dehydration. After physician review, it was reported that the patient's stoma site was not as severe as before with moderate yellow ooze present. After a query attempt, no further information was available on if the patient was treated with antibiotics however abbvie has conservatively chosen to report this event.

Manufacturer narrative:
Additional information added to b5.

Event description:
Follow up information was received that on an unknown date, the patient was admitted to the hospital for a stoma site infection, and was treated with unknown IV antibiotics. On (B)(6) 2023, the patient underwent tubing replacement. It was reported that the patient's tubing was replaced with 20f abbvie peg tube, and j tube. No further information was provided.